Manufacturer narrative:
(B)(4).

Event description:
It was reported that during non-related device heart surgery, the physician accidentally dislodged the right atrial lead. Loss of sensing and capture was confirmed. The device was programmed to vvi mode. On (B)(6) 2015 attempts to remove the lead were unsuccessful and the lead was capped and replaced. The patient was in stable condition post procedure.